Event description:
During normal testing of blood glucose level of the patient, a reading of 65 was observed on the meter. The patient's appearance suggested there was a problem. So, blood samples were taken. The results showed a glucose level of 26, indicating the patient was in hypoglycemic shock.